Event description:
It was reported that when using the bd pyxis¿ medbank , user unable to issue two medications for the patient. Key combo did not work when prompting for items in ext, so had the client use the cycle count feature instead. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key combo was not working. A technical support specialist remoted in and guided the customer through the process, discovering that the customer did not know how to edit the quantity; once instructed, the customer was able to issue the medication. Since the key combination did not work when prompting for items in ext, the customer was directed to use the cycle count feature to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.